Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the e-100 generator powered off mid-procedure two times while using the synchroseal instrument. There were error messages "seal may be compromised" and "jaws may be damaged". The procedure was completed using a different bipolar instrument, with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Additional findings not reported by site: the instrument was found to have thermal damage on the cut electrode. The root cause of this failure is attributed to a component failure.